Manufacturer narrative:
Reported that the "adverse event (ae) started during the ablation procedure and is expected/anticipated." Additional information was received on 16-mar-2026 which updated the adverse event to anticipated. In addition, provided concomitant product of ngen rf generator / d138401. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The investigation was completed on 25-feb-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a cardiac perforation, which required surgical intervention and prolonged hospitalization. Patient received repeat cardiac ablation on (B)(6) 2025. The patient underwent index procedure on (B)(6) 2024. On 22-apr-2025 start date and site awareness date of (B)(6) 2025, the patient experienced tamponade during repeat psaf ablation procedure qdot micro catheter categorized as moderate and serious with in-patient or prolonged hospitalization and admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship to study device is possible and expected. The relationship to the index study procedure is causal and related to repeat/retreatment on (B)(6) 2025. Ae started during the ablation procedure and is unexpected/unanticipated. The outcome is recovered/resolved with an end date of ( B)(6) 2025. Intervention is surgery with la repair (small hole). The date event first reported to be a serious adverse event (sae) was 09-dec-2025.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially reported that the adverse event (ae) started during the ablation procedure and unexpected/unanticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. The relationship to study device is possible and expected. However, we received additional information on 11-jan-2026 which updated this information to the following: "ae started during the ablation procedure and is expected/anticipated. The outcome is resolved with an end date of (B)(6) 2025. The relationship to study device is possible and expected for the qdot micro catheter and not related to all other devices." In addition, also provided concomitant products. Therefore, updated the d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).